Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there were multiple loss of prime warnings with different cartridges. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/16/2015 with the following findings: there were multiple loss of prime warnings observed in the pump's black box due to a low nonzero force. The pump exercised for 24 hours and the loss of prime issue was not duplicated. The pump's force calibration check failed. The force sensor removed and the resistance value was found to be within specifications.